Event description:
A us distributor reported that a monitor will not power up and an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the resets was isolated to a shorted u1003 pld processor and multiple defective components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.